Manufacturer narrative:
The following batteries were reported; however, it is unknown which batteries were involved in the reported event: (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report or the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. This is one of two reports (3007042319-2015-03122, 3007042319-2015-03123 ) submitted for devices related to the same event.

Event description:
It was stated by the site that all four batteries were unable to communicate with the battery charger and charging was not possible. It was stated that they tried with another charger and that the batteries were still not charging. Site contacted manufacturer representative and it was recommend to exchange all of the affected batteries. Batteries were replaced from hospital stock and it was stated that the problem was resolved with no effect on the patient and that he was doing fine the whole time. No additional information provided. Investigation is ongoing.

Manufacturer narrative:
Additional device reported for this event: battery- (B)(4), catalog # 1650de, MFR date: 07-31-2014, expiration date: 07-31-2015. During testing and investigation it was noted that the batteries were out of calibration. It was reported that four batteries were unable to charge when connected to a battery charger. The batteries, (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Analysis of battery (B)(4) revealed that the device met specifications; the device passed visual examination and functional testing. Analysis of batteries (B)(4) revealed that the devices failed to meet specifications; the units passed visual examination but failed functional testing due to a high max error, indicative of units that are out of calibration. A high max error may cause the battery to flash red when connected to a battery charger. A tendency to exchange batteries before they reach 25% relative state of charge (rsoc) may contribute to the out of calibration condition. Originally this event was reported, then a supplemental report was sent that indicated the event was not reportable. After the results of testing and investigation, the event is reportable. The most likely root cause of the reported event can be attributed to batteries that are out of calibration. This is one of two reports (3007042319-2015-03122, 3007042319-2015-03123 ) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This report was sent in error: the complaint information of product has determined this event does not meet the definition of a reportable serious injury or a product malfunction. This would not be likely to cause or contribute to death or serious injury. The redundant power source will continue to supply power to the pump; this failure will result in user annoyance and will not affect the function of the pump. No additional information will be forthcoming. This is one of two reports (3007042319-2015-03122, 3007042319-2015-03123 ) submitted for devices related to the same event.